Event description:
A discordant, falsely elevated sodium result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned the result. The patient was transferred from a nursing home to an emergency room due to the discordant result. The sample was rerun on an alternate dimension vista instrument and resulted lower. A new sample was collected from the patient and tested on the alternate dimension vista instrument, also resulting lower. The lower results matched the clinical picture of the patient and were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cse proactively performed a power-flush with hot water and replaced the x-tubing, sample probe, and aliquot probe. The cse recommended to the laboratory that they include cleaning of the aliquot drain with bleach followed by flushing with hot water into their weekly maintenance. The cse will perform a power flush with hot water monthly. The cause of the discordant, falsely elevated sodium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.